Event description:
Reporter indicated a vns pt was admitted in the hospital with a status epilepticus. All diagnostic testing was within normal limits. Physician gave the pt extra medication (topomax). The pt's pre-vns seizure activity level is unk. Follow up with the physician revealed he "thinks that the increase seizures are more linked to the development phase the pt is going through for the moment."